Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cable was frayed and broken. One grip cable was broken at the distal idlers. The other grip cable was loose due to one of the grip cables being severed at two locations. The idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken and frayed cables if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the cable at the end of the large hem-o-lok clip applier instrument were frayed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.